Event description:
"Pt was on the table for a second treatment. A new session was created and selected (as we have had problems importing the old motion files into the rpm workstation). The gating was set to 30% to 70% (where the dial is dashed at the bottom) just like I did the night before. I hit track and then once the tracking was ok, I hit record. I started this process before the first cbct, but there ended up being more than one cbct, so when I went to gate the pt, I encountered an error and the program crashed. I reopened the software and repeated the steps. This time, when the radiopaque marker went up, the tracking line went down. This would have gated the wrong part of the breathing cycle, even though the parameters were set correctly. I closed the application, reopened it and reset the parameters and the problem was fixed." The physicist observed the gating tracking incorrectly only with this one pt. The error was caught before pt was treated. Site backed out of the application and re-launched with no problems or errors."

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.